Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred after the customer noticed that the pump was damp. The customer's blood glucose level was 180 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.